Manufacturer narrative:
Manufacturing date -- september 2014. The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an electric shock in the facial area from the homechoice device during peritoneal dialysis therapy. The patient is normally lying down when they feel the shock and feel it less when they are further away from the machine. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.